Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-04-06. The rep reported that the neurostimulator (ins) was faulty and would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the ins had not been implanted yet. The caller noted it was to be implanted but when the caller used an ins recharger (insr) to make sure the battery was charged, the caller saw power on reset (por). The caller stated they saw por on two insrs used for this ins. However, when the caller tried connecting the 8840 to the ins there was no por message, only the prompt to start the implant process. It was undetermined why the caller was unable to see what the por code was prior to initiating the implant process. The device was returned for analysis. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found a reliability non-conformance. The stimulation ins had a parity por bit that was not reset. Analysis determined that there was a parity power on reset (por) that was not cleared which did not affect the functionality of the implantable neurostimulator (ins). The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.